Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mvs and ias would not connect. Ias computer and mvs computer did not indicate network communication. Reseated connections throughout network chain and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the manufacturer representative (rep) was getting the system set up from a new install but was unable to get the image acquisition system (ias) to connect to the mobile view station (mvs). Multiple restarts and reboots did not get the system to connect. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mvs and ias would not connect. Ias computer and mvs computer did not indicate network communication. Reseated connections throughout network chain and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the manufacturer representative (rep) was getting the system set up from a new install but was unable to get the image acquisition system (ias) to connect to the mobile view station (mvs). Multiple restarts and reboots did not get the system to connect. There was no patient present.